Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two devices were implanted & explanted, also see 1032347-2010-00031.

Event description:
The patient had a bi-lateral tmj replacement implanted on (B)(6) 2000. The left implants were removed on (B)(6) 2010 due to the implant had dislocated and was articulating with the posterior and medial aspects of the fossa, which then began to shred.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(4) study. This is late information received from the (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. Mode of failure: an area of plastic deformation was observed during stage I analysis. Damage to the fossa is also reported by the surgeon during the explant. The medial-posterior section of the polymer fossa appeared to be under a continue load from a material with higher strength that caused overstress and damage. Fatigue is a possible mode of failure as the repeated loading of the condylar head on the fossa device over time could have resulted in stresses exceeding the compressive strength of the material. Deformity of the fossa were noted, indicating fracture of the material at areas of high stress over time. Cause of failure: change in shape of the fossa component is strongly suggestive of a localized overload causing material breakage. Posterior section of the fossa device represents the area with less material thickness. Repetitive stress on that area, likely due to misalignment of the components, may have caused fatigue in the fossa material with breakage and subsequent dislocation of the mandibular component. Heavy connective tissue around the fossa implant with confirmed foreign body cell reaction may have connection with the late onset of pain that prompted patient to seek medical care. Bone atrophy was present in one of the screw locations for the mandible. The screw in that location was described as ¿loose in the footplate without the underlying bone. Report two of two for the same event, reference 1032347-2010-00031-1.